Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-45 mg/dl. Reportedly, the customer's vision was blurred due to the bg level. Customer consumed carbohydrates to address bg. Log review was performed by tandem technical support and reportedly, the customer stacked bolus's, resulting in the bg's subsequent decrease. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.